Event description:
Customer reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 148 mg/dl (advantage) and 86 mg/dl (emt's meter) customer was experiencing hypoglycemic symptoms - shaking and not feeling well. Customer's wife called the emts and tested his blood sugar on his meter at 148 mg/dl. The emts then tested him on their meter at 86 mg/dl. Customer was treated with orange juice and crackers. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.